Event description:
On the inspiratory side of the circuit where the temperature probe plugs into the tubing, became dislodged with out pulling on the circuit; therefore, causing volume to be lost to the patient which altered the patients mental status due to lack of oxygen.

Manufacturer narrative:
Unfortunately, the sample has not been received for evaluation and therefore we are unable to determine the exact cause for the reported issue. However, a review of samples in process were reviewed dimensionally and no problems were found. Our manufacturing process was reviewed, and no problems were found related with the issue reported. A review of the device history record for the reported lot was also performed and no issues were found. The product was manufactured, inspected and released in accordance with our internal procedures.